Manufacturer narrative:
The customer's report was observed and attributed to a damaged diode and lifted etch on the monitor board. The monitor board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not work. No further information was available complainant indicated that there was no patient involvement in the reported malfunction.